Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer states that there is a tear on the eye where the cannula band is mounted. There are no patient details available or any information about: duration of use, patient outcome, medical intervention required, current patient condition. Additional information has been requested.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that the left part of the connector flange was broken. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.